Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 25, alarm 5) occurred. Reportedly, the customer did not remove the cartridge during pumping. Additionally, it was reported than an altitude alarm occurred, and a cartridge detection notification occurred during the load sequence. Customer's blood glucose level ranged from 140 mg/dl-320mg/dl. Reportedly, customer reverted to manual injections for insulin therapy. Customer declined troubleshooting for altitude alarm, and cartridge detection notification.